Event description:
The device was used during a laparoscopic cholecystectomy procedure. Clips scissored and one clip fell from the jaw into the cavity. The surgeon retrieved the clip without incident. A new instrument was used to complete the procedure.